Event description:
Country of complaint: (B)(6). Thread breaks during suturing.

Manufacturer narrative:
Samples received: 1 unopened pouch. There are no previous complaints of this code batch. There are no units in OEM stock. Tested the knot pull tensile strength of the closed sample received and the result fulfills the requirements of the OEM. Reviewed the batch mfg record. This product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective / preventive actions: not applicable.